Event description:
It was reported via repair work order that the nurse call cable port was loose due to missing jack screws. It was further reported that the power cord plug was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.